Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 15feb2021.

Event description:
The customer reports that the unit has a check vent stating 35 volt failure and battery failed error. The customer contacted product support and reports that the significant event log reverts the date as of june. The unit will operate from ac. Product support advised the customer that it's suspected that the issue is the power management (pm) board. Product support was dispatched to the field to have the pm board replaced. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse verified the ip address and confirmed battery check error as well as error 1124 (battery failed) and 111b (35v failure) in the diagnostic report (drpta) log. Battery charge led did not illuminate, and device would not run on internal battery. Internal battery voltage is 14.70. The fse replaced the pm pcba and the problem remained. The power supply was replaced, and the problem remained. The internal battery appeared to be faulty. Replaced internal battery with customer-supplied part and the device was functioning correctly. The device passed all testing and verification and was approved for use.